Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain add'l info without success. The subject device was returned to olympus for eval. The eval found slight debris and residue inside the instrument channel, the auxiliary water channel, the suction channel, and in the cylinder unit. There were no areas on the endoscope that were identified as being sharp, and the unit passed leakage testing. The insertion tube was noted with peeling, scrape marks, and scratches. Shear and tear marks were observed on the auxiliary water channel at 15mm from the distal tip. The cause of the reported phenomenon could not be conclusively determined but insufficient cleaning of the device could not be ruled out as a contributory factor to the reported event. An olympus endoscope service specialist has contacted the user facility to schedule an in-service with no response heard. Please also reference 8010047-2011-00057. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the three patients involved in this event.please cross reference MFR. Report numbers: 8010047-2011-00057 and 2951238-2016-00150 to account for the three patients as referenced in the original report.

Event description:
Olympus was informed that three patients were complaining of experiencing abdominal pain. There was no add'l info provided regarding the status of the patients.